Event description:
Upon traversing through the circumflex artery, attempt was made to access and cross a proximal om2 cto. The gladius mongo 14 was supported with a turnpike microcatheter. These vessels were reported to be heavily calcified. The distal tip of the gladius mongo broke off in the intimal space of the om2. The gladius mongo was removed and the decision was made to attempt a rotoblator intervention. A roto wire was inserted and an atherectomy of the proximal disease was performed. The tip of the gladius mongo was left in the subintimal space with no injury to patient. Risk management was alerted to the event and they completed a med watch report.